Manufacturer narrative:
On (B)(6) 2017 based on our investigation of the complaint, this brush has been identified as the d701 power toothbrush. This report is being filed due to a melted hole in the handle. It has been determined that a melted area on housing of the handle could have been caused by a short circuit overheating the pcb / motor transistor. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose the possibility. Therefore, out of an abundance of caution, we are reporting to the FDA. The product has been received and an investigation is ongoing.

Event description:
Getting so hot when charging that the housing was scorched [device physical property issue], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. An external contract service center reported via email on (B)(6) 2017 that a dentist reported that an oral-b power rechargeable toothbrush handle pro sensitive clean 3765 model d701.545.6xc became so hot during the charging process that the housing was scorched. The product, described as white-box oral-b genius 9000 bluetooth for dental practices, was purchased on (B)(6) 2016. No symptoms were reported. Relevant history: none reported. Concomitant product(s): none reported. No further information was provided.